Event description:
(B)(6) hospital reported that during inhaled nitric oxide (ino) therapy using the noxboxi device a product problem occurred where the device powered off during therapy. The device was reported to not have alarmed prior to shutting down. Due to this event, the patient experienced acute oxygen (o2) desaturation. The healthcare professional (registered nurse rn) reported that the patient's o2 saturation dropped from approximately 80% to 70% following the event. The rn took remedial action by exchanging the device and the patient positively responded returning to pre-event levels.

Manufacturer narrative:
The device's log files were reviewed during servicing by linde gas & equipment and found the device was not connected to a power supply during the event. Approximately one hour after the device was removed from power, the device shut down without alarming. Per the instructions for use, the noxboxi device must be connected to the mains power supply (unless in transit situations) while in use. Failure to do so could cause the device to shutdown during therapy causing potential harm to the patient. In addition, multiple forced shutdowns were recorded in the log file. Further investigation and testing of the device were conducted based on the suggestions by the manufacturer and found a defective battery.